Event description:
It was reported that the patient with this tactra stated that his device exhibited slight curvature, requiring him to turn it to the right during urination. The patient was evaluated at a clinic, where another physician confirmed the presence of slight curvature and noted that non-absorbable sutures had been used during the procedure. These sutures were expected to remain in place for approximately 90-100 days and could not be removed due to pain and tissue healing at the site. The patient experienced pain and swelling. The device remains implanted, and the patient was advised to return to the clinic if the condition does not improve and to consider seeking a second opinion. A follow up appointment is scheduled for july. No additional information was provided.